Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was caused by the reported disconnection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain. The power was cycled to clear the alarm. It was reported that during therapy, the patient became disconnected from the transfer set. The patient was advised to notify their nurse of the events and planned to finish therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.